Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of cassette and into the cycler. Patient was in treatment when fluid was noticed leaking from the cycler. There is no report of patient ill effect. Sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.